Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the angulation in the up direction was out of standards due to worn of angle-wire, the gap of up/down knob is out of standards due to worn of angle-wire, suction amount is out of standards due to damage of channel tube, liquid leaks due to damage of channel tube, the condition of lens guide bundle was not good and was cracked, the bending section cover glue peeled off, a pin hole on switch 1, the distal end was discolored, scratched and dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, rotating the angle adjustment control knob does not adjust the angle on the colonovideoscope. Upon inspection and testing of the returned unit, foreign material was coming out due to blockage of channel. The procedure was completed with a similar device. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the device was sent to olympus without conducting/completing reprocessing at the user facility, therefore, foreign material remained in auxiliary water channel. Performance of reprocessing of the subject device was confirmed in the reports ¿(B)(4)¿ by conducting correct reprocessing in accordance with IFU (cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. User can detect and prevent the suggested event by handling the device in accordance with the following IFU. Detection method is described in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.